Event description:
C-reactive protein increased [c-reactive protein increased]; allergic reaction to synvisc [drug hypersensitivity]; acute aggravation of arthritis [arthritis]; pyrexia [pyrexia]; joint effusion [joint effusion]; white blood cell increased [white blood cell count increased]; hepatic function disorder [hepatic function abnormal]; chills [chills]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis. On (B)(6) 2011, the pt initiated synvisc injections in an unspecified knee. On (B)(6) 2011, the pt experienced joint fluid (retention), increased swelling (knee) with hot feeling but no redness, pyrexia (38.2 degree c), increased c-reactive protein (13.9), increased white blood cell count (10600), and abnormal labs for glucose oxidase test/glutamic pyruvic transaminase/gamma-glutamyltransferase (got/gpt/gamma gtp). The got/gpt/gamma gtp readings were at 120/54/14 respectively. The pt underwent joint fluid aspiration on four occasions. On (B)(6) 2011, 52cc, 30cc, 45cc, and 34cc of yellow transparent fluid was aspirated from the knee joint respectively. The pt was hospitalized for the events of joint fluid (retention), pyrexia, and crp increased. No action was taken with the use of synvisc in the pt. The pt has not yet recovered from any of the events. The reporting physician assessed the events of joint fluid, pyrexia and c-reactive protein increased to be "definitely" related to the use in the pt. The events of white blood cells increased, and the abnormal labs of got/gpt/gammagtp were assessed as "possibly" related to synvisc. On (B)(6) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6) 2011, additional follow-up was received from the hcp. The hcp elaborated on the events experienced by the pt. The adverse events reported by the hcp in this report were acute aggravation of arthritis, pyrexia, and hepatic function disorder. On (B)(6) 2011, the pt experienced chills, pyrexia (38.7 deg c), joint swelling, hot feeling and redness (knee). The pt's knee was aspirated of 52cc fluid. The pt had drip infusion of flomoxef sodium. Bacterial culture was negative. On (B)(6) 2011, the pt had a fever of 36.8, 30ml fluid was aspirated from the pt's knee and the pt was given drip infusion on flomoxef sodium. On (B)(6) 2011, the pt again had a temperature of 36.8 and was given drip infusion of flomoxef sodium and cooling. On (B)(6) 2011, the pt had a temperature of 36.8 and had local stiffness and hot feeling and was given drip infusion of flomoxef sodium. On (B)(6) 2011, 45ml fluid was aspirated from the pt's knee. On (B)(6) 2011, the pt had a fever of 38 deg c and had a strong swelling, which resulted in the pt's hospital admission. On (B)(6) 2011, the pt had a body temperature of 38.8 deg c. Piperacillin sodium was administered by drip infusion and the pt's bacterial culture was negative. On (B)(6) 2011, the pt's joint fluid was aspirated of 20cc fluid. A 3cc of lidocaine and 1.65mg of dexamethasone sodium phosphate was administered in the pt's right knee twice a day. On (B)(6) 2011, the pt's body temperature was around 35 deg c and by (B)(6) 2011, the pt had no fever. On (B)(6) 2011, the pt again had a temperature of 38.6 deg c and on (B)(6) 2011, the pt had a temperature of 37.9 deg c. A 3cc lidocaine and 1.65mg of dexamethasone sodium was administered twice in the day. The hcp collapsed the events of knee swelling, stiffness, warmth, fluid retention under the diagnosis of acute aggravation of arthritis. Also, the events of abnormal labs of got/gpt/gammagtp were given the diagnosis of hepatic function abnormal. The hcp reported that the arthritis aggravated acutely after the third synvisc injection. The hcp considered this change in symptoms to be "related" to synvisc since there was no other possible causality. Also, according to the hcp, the pt's condition improved dramatically after the steroid infusions which indicated that the events were an allergic reaction to synvisc. However, the hcp reported that the arthritis was so intense that the steroids worked only temporarily. The pt will continue to receive the steroids infusion, and then will have synovectomy with arthroscopic washing if the steroid therapy does not work well enough. The hcp also considered the event of hepatic function disorder as being "possibly" related to synvisc. At the time of this report, the pt had not recovered from any of the events.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.